Event description:
Patient reported left side rupture and "issues". Patient representative later reported no rupture for left side, pain, discomfort, cysts, folds, frustration, recall, fluid retention during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported left side rupture and "issues". Patient representative later reported no rupture for left side, pain, discomfort, cysts, folds, frustration, recall, fluid retention during surgery. Device has been explanted.

Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.